Event description:
The user facility reported that the device slipped on a patient with no laceration. Additional information was received on 8/05/2008. The operating room nurse manager advised that it was a male patient undergoing a posterior cervical fusion on (B) (6) 2008 when his head slipped while in the mayfield skull clamp. He stated that the patient's head had rotated down 1/4- 1/2 inch. He said that there was "too much play" with the device, but it wasn't detected until the surgery had begun. There was no injury to the patient, but the patient was at risk.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.